Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer; however, device evaluation is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during patient use, the drain connector allegedly cracked when the extension and the catheter were connected together by a health care professional. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted this lot meets all release criteria and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:based on the information in the sample evaluation, one locking pigtail 8fr drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for cracked connector as the sample was received with the proximal fragment only. The distal fragment was missing. Two cracks were observed on the infusion hub, both propagating mostly parallel with the lumen. The larger break appeared to propagate to the proximal extreme of the hub. The distal end of the break appeared to curve. The smaller break appeared to propagate until the lip at the proximal end of the hub. The definitive root cause could not be determined based upon available information. It is possible that a molding issue and/or excessively forceful manipulation of the hub contributed to the formation of the crack. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during patient use, the drain connector allegedly cracked when the extension and the catheter were connected together by a health care professional. There was no reported patient injury.